Event description:
Servo I ventilator started alarming patient peep (positive end-expiratory pressure) was 24 instead of set 14. During calibration of ventilator, flow sensor failed. The servo I ventilator showed an increase in the peep level from 14 to 24 while on a patient. The servo I ventilator was pulled from use and sent to bio-med for an evaluation to determine the cause of the peep raising from 14 to 24. Biomed tech confirmed reported malfunction. Biomed replaced exhalation cassette, all tests passed, returned to service.